Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a female patient underwent a total arch replacement with the placement of an elephant trunk on (B)(6) 2020. Approximately one month later the patient underwent tevar with the placement of a zta-p-32-155-w1 (complaint device) with overlap into the elephant trunk. Ballooning was performed proximal, distal and on overlap. On the final angiography an endoleak was seen. The endoleak was thought to be a type 4 endoleak. The procedure was completed with no further treatment. The endoleak was seen again on follow up CT performed on (B)(6) 2020. On (B)(6) 2020 additional imaging was performed and it was found that the endoleak was from the posterior wall between the 5th and 6th stent, however the type of endoleak was undetermined. No adverse effects to the patient have been reported, but a secondary intervention with the placement of a stentgraft inside the zta is planned. Two postoperative CT studies (3- and 4 month) and a preop sizing and planning document were provided and reviewed by an imaging expert. Per the findings of the imaging review for the 3-month postop CT a moderate-sized endoleak is seen adjacent to the graft along the medial aspect of this curvature. The endoleak appears to originate, however, from the posterior aspect of the graft at the mid-6th stent segment, suggestive of a focal graft defect and type 3b endoleak. There is dense calcification at this level, but it is along the medial aortic wall. There is moderate calcification throughout the thoracic aorta. On the 4-month postop CT the aortic arch and proximal zta graft position are unchanged. There is a persistent endoleak seen along the medial graft between the 4th and 6th stent segments. The posterior defect is no longer evident on this study. There is possibly a focal source of the leak at the 6th stent along the medial graft wall now seen, still suggestive of a type 3b endoleak. The impression of the imaging reviewer is that there appears to be a focal defect at the posterior graft at the level of the 6th stent segment, suggestive of a type 3b endoleak. At 4 months, this defect is no longer seen, but there now appears to be a focal defect at the same level along the medial aspect of the graft. There is dense calcification of the aortic wall adjacent to this level and intermittently throughout the thoracic aorta. This may have contributed to the graft defect, especially during balloon molding at the time of repair. Review of the device history record gave no indication of the device being produced out of specification. Per the instructions for use sent with the device irregular calcification and/or plaque may compromise the attachment and sealing. Based on the reported information and imaging no exact cause for the type 3b endoleak could be established. It is likely that the calcifications contributed in causing the defect. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA: p140016 (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020: a (B)(6)-year-old female patient underwent tar (total arch replacement) + et (28mm) (elephant trunk). On (B)(6) 2020: the patient underwent tevar with zta-p-32-155-w1/ e3841560 with having sufficient overlap with the et. The patient was suitable for the procedure. The final angiography confirmed endoleak which was suspected to be type 4 endoleak, but the procedure was completed with no further treatment. On (B)(6) 2020: follow-up angiography confirmed endoleak again, but the physician took a wait-and-see approach and no further treatment was performed. On (B)(6) 2020: angiography was performed as monitoring, then endoleak was confirmed again. 4d was conducted to examine the endoleak more precisely, then endoleak was confirmed from the posterior wall of the gap between the 5th and 6th stent counted from the proximal side. As of (B)(6) 2020, no further treatment has been conducted, but it is planned to place gore's tag inside the zta- stent graft. (Date unknown). Patient outcome: there have been no adverse effects to the patient reported.